Manufacturer narrative:
Manufacturing site evaluation: the device was returned. We did not get clearance to perform an investigation. Based on documentation, we have received no further complaints about his batch. Further analyses could not be implemented. The product had been sent dry and an investigation would not have been very useful. Because the investigation of dry items is not significant due to the effect dry deposits of liquor and blood can have and product performance. In the case of further complaints, please ensure that the products are submersed in liquid and with a completed questionnaire and the release approval for examination by signature of the surgeon.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that this shunt system was implanted on (B)(6) 2018 to achieve the effect of shunting excess cerebrospinal fluid and restoring normal intracerebral pressure. (No patient data provided) the effect of the shunt was obvious after the first pressure adjustment and the patient recovered well. During the second pressure adjustment in mid-(B)(6) 2018, abnormalities were found in the ommaya sac. In the 3rd pressure adjustment in early (B)(6), the blockage condition was more serious. Reportedly pressing the reservoir "cannot bounce" and the patient's condition was "not optimistic." After clinical examination and confirmation, the tube needed to be replaced. A new shunt tube was replaced on (B)(6) 2018. No further details provided.